Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that sometimes the device shut down. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus service operation repair center (sorc). Sorc was able to reproduce the reported phenomenon. After taking the lamp cover of the device and putting it back, the phenomenon was not reproduced. If the lamp cover is not securely closed, the power will be turned off. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by sorc, there was the possibility that the reported phenomenon was attributed to the lamp cover not being securely closed.